Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting the fse found that the bios battery voltage was 1.5v, which indicates the issue with the bios battery. To resolve the issue, the fse replaced the bios battery, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.